Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device was explanted and replaced with non- allergan brand.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device was explanted and replaced with non- allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as fold flaw opening. Additional observations: ¿ crease is observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.